Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the cracked probe tip could not be identified. However, it is likely the cause was related to some external force that was applied to the applicable part. Per the legal manufacturer¿s instructions for use: -do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. -do not twist or bend the bending section with your hands. Equipment damage may result. -do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. -the cover of the irrigation port part cannot be removed. Equipment damage can result. -do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. -do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found crack probe tip. Crack "a-rubber" and bent insertion tube. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the ebus balloon on the device has broken off. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Updates on event/problem reported: further communication with the customer the following was conveyed: the issue was found during case setup. The scope was exchanged prior to starting the case. No further information provided.